Event description:
The esophageal was implanted on 2/14/97. The distal end of the stent did not appear to completely open and the stent migrated to the stomach and was removed without incident through an opening in the stomach wall from a previous surgery. The pt is doing well.